Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The returned samples were visually inspected, and no obvious defects were found. The non-invasive flow sensor (nifs) on the cassette housings was in good condition. A calibrated console representing the current software version was used to test the samples. The balls in the drip chamber¿s check valves moved freely per specification. The light-emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probes and the console. The samples could prime; tune with the handpiece and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balanced salt solution (bss) bottle to the drain bags without any interfering. No leakage was detected from the pump elastomers or on the pump area of the fluidics module. The left and right measured crystal signal strength for the sample met specification. Cleaning process was able to be performed after functional test had completed. The root cause of the customer's complaint could not be established; the returned samples functioned per specifications. After an investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Current tracking indicates no adverse trend for this lot for this event as the product met specifications. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). Reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that the irrigation failure occurred during vitrectomy surgery. As the problem did not improve even after replaced the product, the system was replaced with a replacement console, and the surgery was completed. There was no patient harm.